Manufacturer narrative:
This device is not available for return at this time. Even if returned, analysis will not be performed as the problem of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection with sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return at this time. Even if returned, analysis will not be performed as the problem of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include device analysis information that was received indicating that the patient had a skin infection without sepsis.